Event description:
It was reported that the at/af counter on quick look is "stuck" at 65,535 and monitored at/af were listed as "???". The data was cleared, but the following day the numbers were the same. The device remains in use. It was noted by manufacturer's engineer that the lifetime at/af counter was designed to stop counting at 65535, but the device will continue to detect, log and treat episodes. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.